Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman fxd curve? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman fxd curve? Access system, part # m635tu80020 batch # 0037915064. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman fxd curve? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include air embolism. Risk review: a risk review was completed and confirmed that the event of air embolism was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported that air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was under general anesthesia and the laa type was broccoli morphology. A watchman fxd curve access system was inserted. While advancing the 27mm watchman flx pro closure device and delivery system into the watchamn fxd curve access system, air was introduced into the patient as the was was against the wall and there was no bleed back. The air was introduced into the distal laa and the 27mm watchman flx pro was deployed and released, trapping the air behind the closure device in the laa. No additional intervention was required, and the patient has had no complications from the air embolism. The patient has been discharged home.

Event description:
It was reported that air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was under general anesthesia and the laa type was broccoli morphology. A watchman fxd curve access system was inserted. While advancing the 27mm watchman flx pro closure device and delivery system into the watchamn fxd curve access system, air was introduced into the patient as the was was against the wall and there was no bleed back. The air was introduced into the distal laa and the 27mm watchman flx pro was deployed and released, trapping the air behind the closure device in the laa. No additional intervention was required, and the patient has had no complications from the air embolism. The patient has been discharged home.